Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. At this time no add'l info was available, add'l info regarding the pt, event, interventions and outcome has been....

Event description:
Literature: soulas t, sultan s, gurruchaga jm, palfi s, fenelon g. Depression and coping as predictors of change after deep brain stimulation in parkinson's disease. World neurosurg. Mar-apr 2011;75(3-4):525-532. Doi: 10.1016/j.wneu.2010.06.015. Summary: the aim of the present study was to evaluate the positive impact of subthalamic nucleus deep brain stimulation (stn-dbs) on motor symptoms and to quantify the changes in qol, anxiety, and depression after surgery. The study was conducted from (B)(6) 2004 through (B)(6) 2007. A total of 41 consecutive patients participated in this study. Reportable event: during the first 6 months after the operation, two patients had their stimulation electrodes removed due to an infection and one pt committed suicide.